Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly, patient revised due to unstable knee 15 yr after surgery - original surgery performed on (B)(6) 2000.